Event description:
The device was used during a tetra-ethyl-pyro-phosphate procedure. Reportedly, the balloon broke during use. Another device was used to finish the procedure. No pt injury was reported.